Manufacturer narrative:
Unit was received with constant failed self-test alarm due to a faulty electrical component on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify communicate with test minilink and the glucose sensor simulator to confirm lost sensor alarm due to failed self-test alarm. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 300 mg/dl. Customer¿s blood glucose level was reported as 300 mg/dl. Customer stated that pump got motor arm failed self-test alarm. Troubleshoot was performed. Self test was performed and found the alarm motor arm failed self-test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The product is expected to return for analysis.